Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during an upper gastroscopy, a lightly anesthetized pediatric patient was having unusual and excessive abdominal distention. The anesthetist advised abortion of the procedure and the child was taken to the operating room for laparoscopy. A jejunal tear was identified and repaired. The child went to the intensive care unit after the procedure and was kept in the hospital for an extended period of time. No malfunctions reported. The customer reported the event was reported to a governing body.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: the customer specified event is not device failure but an adverse event that occurred during procedure. Additional non-reportable defects noted during the evaluation listed below. A. Distal end glue (a-rubber glue) deteriorated, b. Light guide lens glue missing, c. Objective lens glue missing, d. Insufficient angulation in up/down directions, and e. Up/down and right/left angulation control knobs played. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 10 years since the subject device was manufactured. Based on the results of the investigation, it could not be confirmed that the reported event was caused by a device malfunction. Therefore, the root cause could not the determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿observation of jejunum is not included in the purpose of use. Use the evis lucera gastrointestinal videoscope gif-xp260, gif-pq260, gif-xq260, gif-q260, gif-h260, gif-h260z for endoscopy and endoscopic surgery within the upper gastro tract (including the esophagus, stomach, and duodenum).¿ ¿regarding benefits and risks of endoscopic observation: if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ olympus will continue to monitor field performance for this device.